Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer also reported that insulin pump was exposed to moisture due to being pushed into a swimming pool. As a result, insulin pump had a blank screen display. Troubleshooting was performed and display screen remained blank. The customer's blood glucose was 527 mg/dl at the time of incident. The customer's blood glucose was 488 mg/dl at the time of call. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: insulin pump received with blank display due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, unexpected alarm error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display. Pump received with moisture damage motor, vibrator, keypad and battery tube assembly. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, missing end cap sticker, cracked lcd window and cracked battery tube threads.